Event description:
Additional info received 3/6/99: the hosp was using applicator handle and shaft assembilies with different serial numbers. This is contrary to the instructions for use that were supplied with applicator(see extract). The hosp has been contacted by co's us distributor, avalon medical corp. They accept the explanation and have arranged to have both applicators(the hybrid in question and the other hybrid still at the hosp) sent to co's svc agent to be "dehybridised", serviced and recalibrated.